Event description:
International affiliate reports the distal tip of expedium quick connect si poly screwdriver is broken. It was reported that there was no patient involvement/no adverse consequences. It is not known when/where tip breakage occurred, if breakage occurred intra-operatively, or whether the broken tip was retrieved. A request has been made clarification but the requested information has not been provided at this time.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The xpdm quick-con si poly scwdrvr was not returned for evaluation. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Trending analysis was conducted and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. No issues identified in the manufacturing or release of this driver that could have contributed to the problem reported by the customer and an internal data review has been opened. Therefore this complaint will be closed with no further complaint action required. Should the product device become available at a later date, then complaint will be reopened and samples evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Manufacturer narrative:
Visual examination of the returned expedium si polyaxial screwdriver revealed that the distal tip of the screwdriver was fractured. The device was then sent for fracture analysis. The fracture analysis report suggests that the expedium quick-connect si screwdriver underwent torsional overload. A review of the DHR is not needed as it was conducted in the previous report and no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. It was also indicated that the evaluation of the device did not change the parameters of the trend analysis and as such a new trending is not deemed necessary. The root cause for the polyaxial screwdriver breaking cannot positively be determined. However, the fracture analysis report suggests that the expedium quick-connect si screwdriver underwent torsional overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.